Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The lot number was either is 0083041 or 0090941. Reportedly, the distal guide separated from the rest of the proglide device during advancement into the artery and remained in the patient anatomy. Cut down surgery was performed. A snare was used to remove the separated distal guide portion of the proglide from the patient anatomy. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela. As the original procedure (tavr) was aborted and the patient required cut down surgery, there was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: actual date of event. As it could not be confirmed if the lot number for this complaint is 0083041 or 0090941, review of the manufacturing records of both lot numbers identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from these lots. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the distal guide separated from the rest of the proglide device and remained in the patient anatomy. Cut down surgery was performed to remove the separated distal guide portion of the proglide from the patient anatomy and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.